Manufacturer narrative:
Initial reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a cannulated hexagonal screwdriver is rounded. There was no patient consequence. This complaint involves one (1) device. This report is for one (1) cannulated 4.0mm hexagonal screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the cannulated 4.0 mm hexagonal screwdriver (p/n: 314.05, lot #: l625327) was returned and received at us cq. Upon visual inspection, it was observed that the tip of the screwdriver was worn, stripped and shows cumulative wear. The stripped/worn condition of the distal end is consistent as an end of life indicator for the device. No other issues were identified during the inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Investigation conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 314.050. Lot: l625327. Manufacturing site: haegendorf. Release to warehouse date: 25. Jan. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.